Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing. Boston scientific technical services (ts) suggested to consider increasing atrial sensitivity or changing the setting to automatic gain control (agc). This ra lead remains in service. No adverse patient effects were reported.